Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings: during testing, the display was observed to be dim and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.